Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The o-arm log investigation concluded the system had a known recoverable generator issue and software issue. This issue is not a systemic as it was resolved by system reboot and retaking another image. Number of people exposed: 1 - patient total number of people in or unknown estimated 3d dose absorbed (patient): 12.86 msv 08:55:40 am : 352.2591 * 0.017 = 5.9884047 msv 09:06:59 am : 404.4477 * 0.017 = 6.8756109 msv. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was indicated there were two wasted/unused radiation doses.

Manufacturer narrative:
B5) additional information provided. D11 additional information) section d information references the main component of the system and other applicable components are: product ID: bi-500-01065, version 4.1.0 h3) analysis was completed on the returned software logs. Analysis found that the reported event was related to a software issue with 3d acquisition. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated. All power supply voltages were within specification. The system performed as intended and passed a system checkout. The software logs were returned for analysis. Analysis was not completed at the time of filing if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system would not take a 3d spin. It was also noted that medtronic imaging was not aborted. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue. Additional information was later received reporting that it was unknown how the procedure was completed.